Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient was hospitalized and eventually shifted to intensive care unit (ICU) due to diabetic ketoacidosis on (B)(6) 2024. The length of hospitalization was 3 days. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-00070), was submitted on 29-jan-2025. Upon receiving additional information, it was discovered that the lot number has been updated from unknown to 6010680. Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4, PMA\510k number under g4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.